Manufacturer narrative:
The device was returned for root cause analysis and the investigation found that when the pump was turned on the alarm 1261 appeared. The downstream occlusion (dso) seal was degraded, the lock knob was disfigured, the keypad buttons were not working but flat, and one terminal of the clock battery was not connected to the main board, service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, main board, keypad, lock and labels, and the pump passed functional tests and performed as intended.

Event description:
It was reported that the device had an error 1210 and 1261 and occurred during pre-test. There was no patient involvement and no patient harm/adverse event reported.